Manufacturer narrative:
Product event summary #analysis information - product ID# d334vrg the device was returned and analyzed. The device was returned but analysis could not be performed due to legal restrictions, concomitant product: product ID: 694765, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015. Product ID: 694965, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2008. (B)(4).

Event description:
It was reported a systemic infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.